Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error message of the blower temperature is too high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
H10: g1 phone number (B)(4).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The hospital asked the agent to upgrade the software and clean the dust of the blower. The asp upgraded the software and cleaned the dust of the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.